Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported, by the customer that they are having to disconnect the IV tubing from the patient. And further prime the fluids through the tubing to remove the air. The customer complaint could not be verified, due to the product not being returned for failure investigation. A device history record review could not be performed on model#: 2420-0007, because a lot number is unknown. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Event description:
It was reported, that the bd alaris¿ pump module smartsite¿ infusion set. The tubing has an issue of air bubbles in the line. The following information was provided, by the initial reporter: I am the clinical educator, for the surgical unit at the (B)(6). And I can confirm, that the surgery unit are also experiencing the same problems as the nicu. It is difficult to provide a lot number, since it has been happening over the last several months. And the lot numbers of the products may have changed. The issue has also spanned over a couple of different lines and a variety of solutions including maintenance fluids, tpn, lipids and various medications. It does not appear to be one type of solution causing the issue. Staff are having to disconnect the IV tubing from the patient. And further prime, the fluids through the tubing to remove the air, which becomes problematic when infusing medications/tpn/lipids, since it is causing a loss of those fluids. It is also increasing risk of infection to the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set the tubing has an issue of air bubbles in the line. The following information was provided by the initial reporter: I am the clinical educator for the surgical unit at the janeway and I can confirm that the surgery unit are also experiencing the same problems as the nicu. It is difficult to provide a lot number since it has been happening over the last several months and the lot numbers of the products may have changed. The issue has also spanned over a couple of different lines and a variety of solutions including maintenance fluids, tpn, lipids and various medications. It does not appear to be one type of solution causing the issue. Staff are having to disconnect the IV tubing from the patient and further prime the fluids through the tubing to remove the air which becomes problematic when infusing medications/tpn/lipids since it is causing a loss of those fluids. It is also increasing risk of infection to the patient.